Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered an inappropriate high voltage therapy to the patient. Additional information was requested but not yet received.